Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Investigator's visually inspected the pump and found no damaged or cracked. The customer's stated problem was verified. Inspected the pump and during the attempt to power up the pump displayed alarm with error code 45639. Further investigation of the pump determined that a faulty motor was the root cause of the issue. Service's will replace the pump faulty motor to correct the reported problem.

Event description:
Information was received that during in-house evaluation of this cadd solis vip pump, the pump exhibited error code ec45636. It was reported that there was no patient involvement.